Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had prime anomaly. The customer stated that the insulin was squirting during priming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected prime/fill anomaly noted during testing. Unit successfully downloaded to thus. No alarms noted on event date during prime/filling in alarm history screen. Pump was cut open to perform visual inspection and found moisture damage on the pcba 2, motor assembly and force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window/cover, cracked case, battery tube threads - cracked, cracked case (battery tube), serial number label missing, label damage(end cap address label fading/peeling and corroded battery tube. Pump passed function testing. No prime/fill anomalies noted during testing or listed in pump alarm history. Cosmetic damage was confirmed, cracked case (battery tube) was noted, however, reservoir unable to lock into place was not confirmed. Moisture damage on pcba 2, motor assembly and force sensor was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.